Event description:
It was reported that the patient underwent a surgical procedure to have their artificial urinary sphincter (aus) removed due to urethral erosion at the cuff site. There were no additional patient complications reported.